Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of 29 sapien 3 ultra valve. On examination of the valve after washing, a black spot was noticed on one of the leaflets. The crimp nurse rejected the valve. This black spot could not be removed during the rinsing process. A second valve was implanted successfully. The patient outcome was good.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of 29mm sapien 3 valve in mitral position. After the pre crimping the valve while be placed into the qualcrimp a black spot was noticed on one of the leaflets. The crimp nurse rejected the valve. This black spot could not be removed during the rinsing process. A second valve was implanted successfully. The patient outcome was good.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities and the following was observed: the valve was partially crimped. One black particulate found on leaflet cp2 inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of particulate was confirmed based on returned device evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Material analysis was performed on the black particulate and the sample spectrum of the black particulate is consistent to polyolefin (polypropylene) like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black polyolefin (polypropylene) like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ''after the pre crimping the valve while be placed into the qualcrimp a black spot was noticed on one of the leaflets. The crimp nurse rejected the valve. This black spot could not be removed during the rinsing process''. In this case, the black fiber was not observed upon the jar open, and it was found during the crimping process, therefore the black fiber/debris was likely introduced during device prepping process. As such, available information suggests that procedural factors (device preparation handling) may contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. As precautionary, an awareness communication was performed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.